Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot.

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+3.0/078 diopter, ruptured during the loading process and became stuck in the cartridge. There was no patient contact and the backup lens was implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found a partial piece of lens returned. Claim #: (B)(4).